Manufacturer narrative:
The device history record was reviewed; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Hypotension and a pericardial effusion are common complications associated with cardiac interventions. These events are likely related to procedural and patient factors, however an assignable root cause cannot be determined from the information provided.

Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that after the valve-in-valve implant of this transcatheter bioprosthetic valve inside another transcatheter bioprosthetic valve, a post-implant dilatation was done with a 26 mm loma vista balloon to reduce paravalvular leak (pvl) from severe to mild-to-moderate. After implant, the patient became hypotensive. A transesophageal echocardiogram (tee) revealed a pericardial effusion. The chest was reopened and the effusion was drained. Per the physician, it was suspected that there was a tear at the annulus from the post balloon aortic valvuloplasty (bav). No active bleeding was found so the chest was closed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.